Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked rear housing at syringe port. The primary issue" device not recognizing when cartridge is inserted" was not confirmed since it passed all functional testing. However, it found the rear housing cracked at syringe port as a secondary issue. Therefore, no fault found with the primary issue. Installed software as preventive measure as a primary and replaced rear housing as a secondary and the front housing as part of the repair process. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump did not recognize when cartridge was inserted and had cracked housing around the syringe port. No patient consequences were reported. No adverse effects were reported.